Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon sensor removal, patient found that sensor wire was protruding from skin. At the time of the event, patient was not experiencing any discomfort from insertion site. No medical intervention was necessary. At the time of the call, patient reported being fine.